Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient did not charge the ipg was recommended and the ipg later became inoperable. A manufacturer representative met with the patient and confirmed the ipg would not communicate with external devices. As a result, the ipg was explanted and replaced on (B)(6) 2021. Therapy was confirmed post-op.